Manufacturer narrative:
The complaint product was returned for evaluation and was found to meet manufacturing specifications. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. (B)(4).

Event description:
As reported initially by ecp (eye care provider) on (B)(6) 2017, the consumer experienced keratitis after they inserted the lens in the eye and it was reported that  ¿there could be still bacteria on the lens.¿  additional information was received on 03/24/2017; it was noted that a female consumer used the lens in question in her left eye (os) and experienced moderate pain and discomfort.  The consumer visited an eye care provider (ecp) and was diagnosed with corneal inflammation.  The patient was prescribed an unspecified antibiotic with unspecified treatment regime; the event has resolved.

Manufacturer narrative:
The complaint sample has been returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
As reported initially by physician on 15march2017, the consumer experienced keratitis after he inserted the lens in the eye and he wrote, ¿there could be still bacteria on the lens.¿ the consumer¿s eye status is unknown. Additional information received on 24mar2017 indicating that the lens was not sent for culture and sensitivity test to determine what kind of bacteria was on the lens. The patient was prescribed an unspecified antibiotic with unspecified treatment regime. The problem is resolved and the patient is able to wear lenses again. Additional information does not warrant change in the reporting decision. With current information, this report of bacterial keratitis meets criteria for reporting based on applicable medical device regulations.